Manufacturer narrative:
The returned device was evaluated. During inspection of the device the speaker was found to squeal as reported by the customer. The instrument board was replaced and the unit functioned as designed. In addition, the technology board was found to have a loose connector and corrosion was found around the connector. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported a squealing noise emanating from the speaker. No consequences or impact to patient were reported.